Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. A lead fracture was suspected. Troubleshooting options were discussed and recommended. At this time, the rv lead remains in service and no adverse patient effects were reported.